Event description:
The facility reported a colleague infusion pump with "double screen images." This condition had the potential to interrupt delivery. The event was reported to have occurred during biomedical testing in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with "double screen images" was confirmed and reproduced by baxter personnel during product evaluation. The root cause of this condition was assigned to a faulty main liquid crystal display, which was showing a portion of the screen twice. The main display was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.